Manufacturer narrative:
(B)(4) the customer returned one peel-away sheath analysis. No signs of use were observed on the sample. Visual analysis revealed that the sheath tip was damaged and partially torn along one score line. No defects were observed with the tabs. The sheath outer diameter measured 0.0955", which is within the specification limits of 0.094" - 0.099" per peel-away extrusion product drawing. The sheath inner diameter at the distal tip and sheath length could not be accurately measured due to the nature of the damage. The peel-away sheath was functionally tested using a lab inventory dilator per the product instructions for use (IFU). The IFU provided with the kit instructs the user, "ensure dilator is in position and locked to hub of sheath." The dilator was inserted into the sheath and locked into the sheath hub. The dilator was able to pass through the sheath tip with little to no resistance. R & d and manufacturing were previously consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, b leeding, or component damage." The report of peel-away sheath tearing prematurely was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged and partially torn along one of the score lines. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user; therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during PICC insertion, vein accessed and guidewire inserted easily. Dilator inserted over guidewire without any problem, however, when the inner part of the dilator was removed and an attempt made to thread the catheter, the catheter would not thread beyond approx. 5-6 cm without resistance. Patient experienced pain, so the dilator was removed with the catheter still in situ (to prevent bleeding). On removing the dilator and catheter, I saw that the catheter itself had come out of a split in the side of the dilator, which explained why it was not threading and why the patient was experiencing pain." The procedure was completed on the opposite arm. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during PICC insertion, vein accessed and guidewire inserted easily. Dilator inserted over guidewire without any problem, however, when the inner part of the dilator was removed and an attempt made to thread the catheter, the catheter would not thread beyond approx. 5-6 cm without resistance. Patient experienced pain, so the dilator was removed with the catheter still in situ (to prevent bleeding). On removing the dilator and catheter, I saw that the catheter itself had come out of a split in the side of the dilator, which explained why it was not threading and why the patient was experiencing pain." The procedure was completed on the opposite arm. There was no medical intervention required. The patient's current condition is reported as "fine".